Event description:
It was reported that during an incoming inspection performed by a getinge field service engineer (fse), it was noted that the battery led lamp does not light. This is an out-of-box (oob) failure of the battery for the cardiosave intra-aortic balloon pump (iabp). There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The getinge fse has advised that new batteries were shipped and received to replace the failed batteries. However, the suspected defective batteries will be scrapped by the fse due to the danger in shipping defective batteries. The getinge representative has also advised that the date of the event was on (B)(6) 2019. No further investigation is required.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge representative has advised that the repairs have not been completed on the iabp unit involved at this time. Due to shipping costs, the battery will not be returned for further investigation. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during incoming inspection performed by a getinge field service engineer (fse), the battery led lamp does not light. This is an out-of-box (oob) failure of the battery. There was no patient involved and no adverse event was reported.